Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. However, the returned device indicated a loose/detached set screw. (B)(4).

Event description:
It was reported that during a lead revision procedure, when the right ventricular (rv) lead was reconnected to the device, the set screw in the device's rv port would not engage. Multiple wrenches were used but the set screw would not engage. The device was explanted and replaced. No patient complications have been reported as a result of this event.